Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the insert was found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.371" x 0.085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the tip issue was confirmed by failure analysis. Common causes of the failure mode broken instrument blades are attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the harmonic ace be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument generator displayed a warning of high pressure and to check the line. The instrument was removed, inspected, and one side of the tip dropped on the table. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to l80231218 0053.

Event description:
Refer to h11 for follow-up information.